Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for (1) colony forming unit of gram-positive bacteria. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, angle rubber glue separated, connecting tube shaved, scope body damaged, universal cord wrinkled, and biopsy channel worn and torn. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope auxiliary channel tested positive for 6 colony forming unit (cfu) of aerobic mesophilic flora species, the biopsy channel tested positive for 4 colony forming unit (cfu) of candida spp, and the air/water channel tested positive for one colony forming unit (cfu) of aerobic mesophilic flora species. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: brushing was not performed for biopsy channel, suction channel, biopsy port, or suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Chapter "reprocessing the endoscope (and related reprocessing: accessories") "manually cleaning the endoscope and accessories"/ "brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide additional information regarding the cleaning, the disinfection and the sterilization processes performed by the user facility onsite for the endoscopes. During pre-cleaning, the customer uses salvanios premium detergent, suctions water out of the channels and flushes out the air/water, auxiliary washing, and balloon channel. The customer reported that the scope was not manually clean or disinfected. For automated endoscope reprocessor (aer) treatment, the soluscope 4 washer along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored in a cabinet without drying cabinet and olympus is the customer¿s maintenance company. The scope was sterilized daily using typhoon plasma biotic. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.